Event description:
It was reported that the device initially would not interrogate due to a weak link. After multiple tries, interrogation was possible, but the device required reset due to cold. After this, the device remained difficult to interrogate. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.